Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated none of their equipment is working. Patient clarified the controller is not powering up. Patient stated they can take the battery out and wait a few minutes and it will come on but when he plugs the recharger cord in the screen goes black and unresponsive. Patient stated this has been happening for about 2 weeks. Patient stated the controller battery is draining when they were trying to charge the implanted neurostimulator. Patient verified the controller does charge to 100% when connected to the ac power cord. Patient verified there is no visible damage to the cord / plug. Patient mentioned seeing a message that the controller battery is dead but the controller is 100% at the time of the message.

Manufacturer narrative:
Analysis of the controller found that the complaint could not be verified, but a non-conformances was found. The front case was damaged, causing case separation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.